Manufacturer narrative:
Additional information: a medtronic representative reported that the imprecision was about half a centimeter. The representative reported that no screws were revised due to the imprecision. The representative reported that the site opted to complete the procedure with a c-arm and that the issue was discovered immediately during the placement of the screw. Correction: MDR contact country reported incorrectly, it was found that the code should be (B)(4).

Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation. Part not returned for evaluation.

Event description:
A site representative reported that, while in a l1-s1 spinal fusion, the surgeon observed an imprecision when placing the l1 screw. It was reported that a second image acquisition did not improve the accuracy. It was noted that a perc pin reference frame was used during the procedure. The surgeon opted to complete the procedure without the use of the navigation system. There was no impact on patient outcome. No additional information was provided. No information was provided on delay to procedure.